Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was at beginning of life (bol) battery status and pacing output was verified. Visual inspection noted no arc marks on the device case. X-ray inspection verified that the device plasma fuse was blown. No further analysis or testing could be performed due to the blown plasma fuse. Examination of the device memory revealed that the device had shocked into a shorted lead condition. Results from the analysis of the lead that was implanted with the device, confirmed arcing damage. Analysis determined that the device low shock lead impedance and shorted lead indicator were the result of high energy overstress damage which were incurred when the device shocked into a shorted lead condition.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving therapy from the implantable cardioverter defibrillator (ICD). The patient noted that the device started beeping after the shock was administered. Upon interrogation the medical personnel saw that the right ventricular (rv) lead shocked into a shorted lead condition due to a low out of range shock impedance measurement of less than 20 ohms during shock delivery. During the interrogation the shock impedance was at 48 ohms. Boston scientific technical services (ts) was consulted and advised to replace both the rv lead and ICD due to the shorted lead message. Further testing between the rate sense and distal coil on the rv lead was performed which did not yield. This testing allowed the physician to deduce that the distal coil on the rv lead was the issue. Subsequently a revision procedure was performed where the ICD and rv lead were explanted. The rv lead was laser extracted and explanted in two different segments. No additional adverse patient effects were reported.